Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during use. The patient was connected at the time of the alarm. The caregiver (cg) stated that the heater line had a loose connection and disconnected from the bag. The technical service representative (tsr) explained the alarm and had the home patient cycle the power to clear them. The tsr then explained that the supplies were compromised and they would need to start over with new supplies. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The reported condition was confirmed because the care giver stated that the heater line had a loose connection and disconnected from the bag. The cause of the reported condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.